Event description:
A caller reported a malfunction occurring with their pump, identified by malfunction code malf 0, but no notable events preceded this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, as the malfunction code did not recur afterward. The customer was informed they could continue using the pump and advised to call back if the malfunction code appeared again, a directive they acknowledged and understood.